Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-02563. Additional follow up received identified the patient underwent surgical intervention on (B)(6) 2016 wherein the scs system was explanted.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-02563. It was reported the patient experienced loss of stimulation following an automobile accident. X-rays confirmed the lead migration. A sjm representative tried reprogramming to no avail as only ineffective stimulation achieved. Surgical intervention may be taken at a later date to address the issue.